Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned

Event description:
It was reported that shortly after insertion of the intra-aortic balloon (iab) the iab developed a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Event description:
It was reported that shortly after insertion of the intra-aortic balloon (iab) the iab developed a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Corrected information: section d device available for eval? Changed yes to no. Additional information: section h added health effect ¿ clinical code, health effect ¿ impact codes, component codes, and type of investigation. Reference complaint # (B)(4). H3 other text: device discarded and not returned.

Event description:
It was reported that shortly after insertion of the intra-aortic balloon (iab) the iab developed a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.